Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the reload was installed normally and closed jaws was inserted into the chest through the puncturing device, but the jaws could not be opened after inserting into the chest cavity, and the rest of button did not work. It was also reported that the nurse was able to unload the staple and then reloaded, but the jaws still could not be opened. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the reload was installed normally and closed jaws was inserted into the chest through the puncturing device, but the jaws could not be opened after inserting into the chest cavity, and the rest of button did not work. It was also reported that the nurse was able to unload the staple and then reloaded, but the jaws still could not be opened.